Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured within a previously placed stent in an a-v graft and a piece of the balloon detached. The detached stent in an a-v graft and a piece of the balloon detached. The detached balloon segment was successfully retrieved with a nare. Another balloon was used to complete the procedure. There was no reported patient injury.